Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, per anvisa notification 2023.03.005042, the 6f100 cm vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter was received dented and cracked along its length, making it impossible to use. There was no reported patient injury. The device will not be returned. Without the return of the devices or images for analysis, the reported customer event ¿catheter (body/shaft)-cracked¿ and ¿catheter (body/shaft)-kinked/bent¿ could not be confirmed. Shipping, storage, or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition is suitable for the specific procedure.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, per anvisa notification 2023.03.005042, the 6f100 cm vista brite tip extra back-up 3.5 (xb 3.5) guiding catheter was received dented and cracked along its length, making it impossible to use. There was no reported patient injury. Additional information was requested; however, could not be obtained. The device will not be returned.